Event description:
It was reported that during preparation for a procedure, the collet would not grip the small pin. There was back up equipment available to complete the procedure. There were no adverse consequences or pt involvement surrounding this event. The MFR's investigation found the coating inside of the collet had worn off.

Manufacturer narrative:
The device was returned to the MFR and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.